Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this pacemaker and another manufacturer's right atrial (ra) lead exhibited noise and oversensing resulting in inappropriate atrial tachy response (atr) mode switches. The patient was seen in clinic. The noise was suspected to be related to oversensing of the minute ventilation (mv) feature, so mv was programmed off. A few days later, an alert was received in the remote home monitoring that high out of range ra pacing impedance measurements greater than 2,000 ohms were recorded and resulted in activation of the lead safety switch (lss) feature. Further review of device memory in the remote home monitoring system showed continued noise and oversensing resulting in inappropriate atr mode switches after mv was programmed off. Boston scientific technical services (ts) discussed the potential of a problem unrelated to the mv feature and discussed troubleshooting options. No adverse patient effects were reported. This product remains implanted and in service.